Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible. The patient indicated that he would get lightheaded when he reached his right arm across to his left shoulder. Surgery was performed and a lead abrasion was noted. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received.